Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, a type ia endoleak was detected during routine follow-up. The physician elected to treat the patient by relining with the ovation ix system (one (1) main body and four (4) iliac limbs) on (B)(6) 2019. The patient reportedly tolerated the procedure well. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type 1a endoleak and secondary endovascular procedure from medical records. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. In addition, no contributing factors could be identified due to the lack of the relevant medical images surrounding the reported event. The final patient is reported to be stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.